Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results and device manufacturer date. Please the updates in sections: d10, g4, g7, h2, h3,h4, h6 and h10. The device was returned to the service center for evaluation. Upon visual inspection no physical anomalies were noted. The device appeared in good condition. The handle is intact, the shaft is straight and spins freely. The blade extends and retracts as intended and the jaws open and close smoothly. The jaws are well aligned and with good mesh. The buttons have good tactile feel and do were not damaged. The device was tested with an esg-400 generator at default settings; 100w/effect 3. The generator correctly identified the device and activated as intended on saline-soaked paper towel. The activation was achieved with a foot switch and two thumb switches. Additionally, a "regrasp" error was forced, the tone sounded as intended and upon re-activation, function resumed as expected. The root cause of the reported event is unclear although it is likely the user experienced a regrasp error. In the event of a regrasp error the jaws become electrically shorted and coagulation is no longer active. During this time the generator produced as audible tone which may have been the sound reported by the customer. Please consult the product IFU for instruction relating to the regrasp error. The customer's report could not be confirmed as the device passed visual inspection with no anomalies noted and successfully activated during functional testing. The reported event was likely a result of a regrasp error. This occurs when the device jaws short out due to interference from another device or if the jaws come in contact with each other as tissue is grasped. Alternatively, the reported issue may have been a result of a faulty generator, the customer did not return the generator for evaluation. The OEM preformed a review of the DHR and all records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reports, the most likely cause for the reported "regrasp error" is insufficient tissue between the jaw during activation causing metal -to-metal contact.

Event description:
Olympus was informed that during a therapeutic hysterectomy procedure, the device prompted a ¿regrasp¿ error and would not coagulate the patient¿s round ligament causing moderate bleeding. The surgeon used a bipolar device to control the bleeding. The generator settings were 100 / effect 3. The intended procedure was completed with a bipolar device. The procedure prolonged about 30-40 minutes longer than usual. Additionally, the user facility reported that the device was inspected prior to use.